Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests his blood glucose 3-4 times a day. He typically tests before and after meals. The pt takes sliding-scale lantus insulin once a day around 2:00 pm based on his meter readings. The pt indicated that the alleged meter issue started at about one month prior, before breakfast at around 8:00-9:00 am. An hour after the alleged issue began, the pt claimed he developed low blood glucose symptoms of feeling shaky. The pt administered self-treatment by drinking orange juice which helped to relieve his symptoms. The pt felt as though he could have prevented the low blood glucose episode if he had been able to test his blood glucose that morning. The pt stated that whenever he gets a meter reading less than "80 mg/dl" before breakfast, he tries to eat breakfast sooner. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.